Event description:
During primary surgery, one of the pegs was abnormally offset causing a surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.